Event description:
It was reported that distal tip of the instrument broke off in the implant during expansion and was unable to be retrieved.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The instrument was returned for evaluation and it was confirmed that the driver tip had sheared off. It is possible that the instrument was loaded improperly contributing to the observed damage. However, the exact cause of the reported issue cannot be determined.